Event description:
Voluntary medwatch received states that the lead exhibited noise over sensing with pacing inhibition and asystole which last for two seconds. Additionally, the lead's impedance was trending down. No intervention or procedure was reported. The lead remained implanted. No adverse patient effects were reported.